Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts combined implantation with trabeculectomy in unknown eye about 3 months prior. Hcp noted an avascular bleb and that the implantation resulted in anterior/posterior pressure differentials causing shallow ac, which resolved due to stent failure, but then resulted in raised iop and peripheral anterior synechia (with ciliary block glaucoma). Insufficient details to determine treatment course/outcome. Device remains implanted.